Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During visit, vf episodes due to noise in the rv channel was observed. The patient did not receive any shocks due to return to sinus. Decreased lead impedance was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead measuring 49.0cm from the distal lead was returned. Insulation and conductor damage was found at 30.0- 30.5cm from the distal end, consistent with clavicle crush damage. The sensing and svc conductor were damaged at this location.